Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Patient later reported "pain and shrinking". Healthcare professional later reported "possible" deflation. The device remains implanted.